Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, diabetes mellitus, preceding/simultaneous bone augmentation, pain, mobility.